Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The longevity of the subject device was shorter than what the physician expected from a paradym vr. The device was explanted and will be returned.

Event description:
The longevity of the subject device was shorter than what the physician expected from a paradym vr. The device was explanted and will be returned.